Event description:
It was reported that the user experienced a severe low blood glucose after correcting a prolonged high, with glucose falling from over 400 to 50 while asleep; the user paused the pump during the low and treated with orange juice. Symptoms included hypoglycemia with diaphoresis, anxiety, shaking, and tachycardia. Outcomes included an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.